Manufacturer narrative:
Updated field(s): date of event describe event or problem other relevant history lot #/ exp. Date/ manufacture date event site address/ city/ phone event site postal code: (B)(6) medical device ¿ problem code complete event site address: (B)(6) additional reporter: (B)(6) correction to date received by mfg from report # 2248146-2023-00072. Date being corrected from 01/10/2023 to 1/19/2023. Complaint record ID # (B)(6)

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the iab did not inflate properly and the pressure readings could not be obtained. A new iab was inserted to continue therapy. There was no patient harm or adverse event reported.

Manufacturer narrative:
Complete event site name: (B)(4). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the iab did not inflate properly. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #: (B)(4).

Event description:
N/a.